Event description:
It was reported that pump battery depleted too quickly over previous two months and eventually caused pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery after shutdown, received education that insulin on board and maximum hourly bolus settings were reset when pump turned off, and understood instructions. Pump replacement was arranged due to housing damage, customer declined further investigation of issue, and technical support later confirmed shipping address details with customer before closing case. Customer will continue to use current pump.